Manufacturer narrative:
Facility name is: (B)(6). A customer from (B)(6) alleged a false positive result with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems. The sample generated a negative result on the first run and positive result with a CT of 33 during the second run performed. Investigation of this case was performed to the fullest extent possible with the information available at this time. There is no indication of a product issue, and the assay appears to be performing as intended. Although unknown, the discrepancy observed by the customer could be due to site or sample specific factors. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from germany alleged a false positive result with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems. The sample generated a negative result on the first run and positive result with a CT of 33 during the second run performed. Although requested, no information regarding the patient or extraction method could be provided. The customer is loading the primary tube without the swab directly onto the instrument. However, per the instructions for use (IFU), it is recommended that the sample be transferred to a secondary tube and then loaded. Based on all of the information provided in the case, there is no indication of a product issue, and the assay appears to be performing as intended. Although unknown, the discrepancy observed by the customer could be due to site or sample specific factors.